Event description:
It was reported the hand piece was used during a cholecystectomy. The device emitted noises and the rubber ring on connector was lost post-operatively. Another device was used to complete the case. No pt consequence.